Event description:
It was reported that a decrease in sensing was observed. Lead was explanted and replaced during device change out for eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with connector pin measuring 16.6cm was returned for analysis. External insulation abrasion was noted at 6.9-7.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasions were noted at 7.0-7.2cm and 7.4-7.5cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at these locations. This is consistent with the observation from the field of undersensing.